Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with seventeen unopened samples was received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to fraying sutures or anomalies were observed during the evaluation. In addition, the functional test was performed in thirteen samples using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 9/20/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: were you in the procedure at the time of the event? No was the product being used in a clinical trial? No was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No has the reporter facility indicated there may be legal action? No is the product available for return? The suture itself was in the patient but the box of sutures with the same lot number can be returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. It was reported that the suture contained cotton hairline properties. Surgeon said its like the suture had 2 layers and the first layer came off and was almost left with a hair like strand. Suture became cotton like, almost like a hair. Described it as the thread was coming off the suture. There were no patient consequences reported. Additional information was requested.